Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump was still within operating altitude range, with speaker holes on back of pump obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction and followed instructions from technical support to clean speaker holes, remove and reconnect cartridge. Pump insulin delivery restarted successfully.